Manufacturer narrative:
The device was returned for investigation. Inspection was unable to confirm the reported issue. There was no sign of the catheter lumen being brittle or detaching from the catheter. Some excess glue was observed at the ligature area where the balloon is attached to the catheter, however, this is a clear substance that did not match the photos from the user and there was no sign of the material flaking or detaching from the device. While the provided photos show a foreign substance, it could not be conclusively determined if the material was from the device itself. While the catheter itself did not appear brittle it is possible that the issue occurred during use as a result of the device interacting with other surgical instruments. The production and traceability record for the devices were reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that during a third ventriculoscopy at nch, a green embolectomy catheter was used and was observed to have a defective coating. A portion of the coating reportedly detached and remained in the patient. No additional information regarding the patient's condition was initially provided. Additional information received via email stated that a total of three particles were observed in the patient. According to the operating theatre nurse, the patient experienced no impairment.